Event description:
It was reported that post-sensed t-wave oversensing (pstwos) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.